Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection, the surgeon felt the devices was not "sizzling" when he would go to seal. There was a bleeding but no transfusion necessary. It was noted that there was no re grasp but it had a end tone and activation tone. They used another like device and it worked fine.